Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red and swollen on the patient's chest. There was no alleged device malfunction contributing to the irritation. The patients nurse applied secura antifungal cream and the irritation improved.